Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 340 to 535 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 12/19/2016 and open vial date is 2 months. Recall test results from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had a high glucose value.